Event description:
It has been reported that the system was crashing during boot up and that the geometry system was not starting up. The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue that the system tried to boot up and hangs. Review of the system log file showed that suitepc loses connection with x-ray generator. Fse found that rmt - pos: unable to communicate with geoipc. Fse replaced the geometry pc and reloaded the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.